Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
A pulmonary vein isolation (pvi) procedure was performed on (B)(6) 2020 without incident. High output pacing of the phrenic nerve was performed and there was no loss of capture during the procedure. The patient was admitted to the hospital on (B)(6) 2020 with decreased lung volume and released on (B)(6) 2020 with improved lung volume. The treating physician concluded the decreased lung volume was most likely due to a phrenic nerve injury, despite there being no presentation of injury during the procedure. The patient is expected to make a full recovery.